Event description:
The customer reported that the system failed to properly save contrast enhanced cinema image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive and cine bridge pcb connections were evaluated and reseated. The fse determined that these same components were to be replaced at a later date. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.